Manufacturer narrative:
Additional contact information: event site postal code: (B)(6). It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is showing autofill failure error message. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the machine and observed through service diagnostics that k3 & k5 solenoids are not working properly. The fse cross checked the purge valve assembly with another one and found same was faulty. Required same for replacement. The fse replaced the purge valve assembly and rectified the problem. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is showing autofill failure error message. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is showing autofill failure error message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.